Manufacturer narrative:
Initial investigation has been completed (attached) preventative/CAPA actions being progressed.

Event description:
(B)(6) clinic reported to owen mumford inc. Issues with the autoject ei device. (B)(6)reported that their customer was unable to load a syringe in the device because the spring/cocking mechanism was broken.